Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the water flow from the unit was very low. The biomed descaled the unit a couple of times, cleaned the filters and screens. The water flow was still low in all modes of operation. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.